Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited downstream occlusion (dso) seal degradation which was found before infusion. The issue was not related to physical damage or abuse. There was no delay of therapy, no patient involvement, and no patient harm.

Manufacturer narrative:
One device was received for evaluation. The reported problem of dso seal degradation was verified by visual inspection. It was determined that the dso seal was the root cause and was replaced. The service history review indicated that the reason for return is related to a past service.